Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, it was reported that the catheter site bleeding was caused by the patient¿s high lv pressure and manipulations of the sheath during insertion to improve the coaxial alignment with the native valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, during a transapical tavr procedure, bleeding from the left ventricle (lv) puncture site persisted and the area was surgically repaired. Despite of an ascendra+ introducer sheath insertion, blood leaked from the side of the sheath and the patient's blood pressure (bp) gradually dropped. Due to the low bp, they tried to deploy an xt valve without bav. They had difficulty upon insertion of the xt valve in the native annulus. As the bleeding around the sheath continued, and the bp was 50&#38112;mmhg, percutaneous cardiopulmonary support (pcps) was prepared. Pcps was started but the bp remained 50-60¿s mmhg, and they decided to withdraw the devices and called off the tavr procedure. After removal of the devices, the puncture site was sutured for hemostasis, but bleeding was still observed. The flow of pcps rose and the bp recovered to 140¿s mmhg. A median sternotomy was started and pcps was exchanged to cardiopulmonary bypass (cpb). The puncture site was repaired with felt mat and hemostatic. Then a surgical avr was performed. The cpb was exchanged to pcps again and the patient was transferred to ICU. Hypotension of 30-40 mmhg continued in spite of the support of pcps. In the evening of the following day, the patient passed away. A conference was held at the facility to discuss this case. It was thought that the catheter site bleeding was caused by the manipulation of the sheath during insertion and the patient¿s high lv pressure. The patient had severe septal hypertrophy and systolic anterior motion (sam) of the mitral valve, causing the patient¿s left ventricular pressure to be high. After gaining access, they could not insert the ascendra sheath coaxially, as they punctured an anterior wall. So they manipulated and moved the sheath during insertion to get more coaxial. It was felt that the patient passed away due to the burdens of the surgical intervention. However, the exact cause of death is unknown. After the avr, the patient had prolonged hypotension and it was not possible to wean him off the pcps.